Event description:
Hcp reported that in november 2001, the patient was seen in the office for swelling and warmth at the pump site. "An xray was done and everything seemed fine." An ace wrap was used to help decrease the swelling. Seen again in the office in mid december for no improvement in the swelling. At that time, the therapist felt the patient was more spastic than before. The pump was emptied and refilled. The area around the pump was tapped with minimal results. A catheter dye study was done that showed a crack in the catheter. The catheter was removed and replaced. The patient is reported to be doing fine now.